Manufacturer narrative:
Further investigation of the customer issue included a review of complaint test, historical complaints and product labeling. No adverse trend was identified for the customer's issue. Review of the complaint activity determined that there was no increase identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostic's complaint investigation, no product deficiency was identified. Note: this information was previously reported in manufacturer report 1415939-2018-00164 against the incorrect manufacturing site.

Event description:
The customer observed multiple falsely elevated architect creatinine results from a patient sample. The initial result was 6.72 mg/dl and repeat results (same instrument) were 6.72 and 6.63 mg/dl. The customer uses a reference range of 0.57-1.25 mg/dl. As a result, the patient was sent for a redraw and repeat testing was normal (no specific result provided). No other impact to patient management was reported. The customer reported there were no issues with sample collection/handling nor with sample integrity and that other assays were performed on the same sample without any issue. An aliquot of the original sample was sent to (B)(6) for testing (cobas 710 instrument, creatinine jaffe method) and yielded a result of 2.646. Additional testing (ex. Bun) correlated with the creatinine redraw normal result, patient history and previously reported results.